Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum (dose, route, frequency, and duration not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date in the same month of the event onset 2015, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.